Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after having multiple syncopal events. Interrogation showed failure to capture on the patient's right ventricular lead. The physician explanted and replaced the lead. The patient was stable throughout.

Event description:
Additional information received indicated that the patient's lead was capped and replaced on 09 oct 2020. The patient was stable throughout.

Event description:
It was reported that the patient presented to the clinic after having multiple syncopal events. Interrogation showed failure to capture on the patient's right ventricular lead. No changes were made to the lead.